Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2019 with no complications. The patient was stable post procedure.

Event description:
New information received stated that the lead also exhibited oversensing.